Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) was discovered to be in backup mode with no backup defibrillation operation. The ICD was reprogrammed successfully. There were no adverse consequences to the patient.